Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Section b: condition of returned samples. Sample status: [x] no sample returned [ ] sample returned. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2026 and 12:09am an infusion start of 16.67ml/hr and 50ml (dl: cefepi1). At 12:12am air alarm occurred with volume infused to 0.97ml, and at 12:14am air alarm occurred with volume infused to 1.27ml. Door was opened and at 12:15am an infusion start. At 2:46am air alarm stopped the infusion with volume infused to 43.23ml and at 2:47am pump was powered-off.

Event description:
As reported by the user facility: infusion finished faster that it was programmed to.